Event description:
It was reported via repair work order that the fowler would not lay flat due to bent frame and braces. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: device to be replaced.

Event description:
It was reported via repair work order that the fowler would not lay flat due to bent frame and braces. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler was stuck in a low, flat position. This will result in caregiver annoyance; however, it is not likely to harm the patient as this position is desired for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.